Manufacturer narrative:
An event of difficult removal (entanglement with valve) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A review of the complaint history identified no other complaints reported from this lot. The device was returned for analysis. The valve capsule was noted to be kinked. No other anomalies were found. Based on all available information, a cause for the reported difficult removal (entanglement with valve) could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The anatomical measurements of the patient were: minimum diameter of 20.3mm, max diameter of 25.2mm, average diameter of 22.8mm, derived area of 22.8mm, derived perimeter of 23.1mm, area of 408.9mm^2, and perimeter of 72.6mm. A pre-dilation was performed with a 20mm wide x 45mm long non-abbott balloon. The device was successfully implanted at a depth of ncc ~1-2mm and lcc~4-5mm. Post-deployment of the valve, the nose cone of the delivery system got stuck on what appeared to be the bottom struts of the valve on the ncc side. Multiple attempts were made to push the delivery system back into left ventricle. The physician also attempted to snare the nosecone to get it centralized. Additional manipulation and removing tension was done but it was difficult for the physician to move the nose cone past the valve. The valve popped up toward the aorta and a second non-abbott valve was implanted valve-in-valve. After deployment of the second valve, the patients blood pressure crashed. CPR was performed but the patient passed away. The cause of death was noted to be sure to issues with the left ventricle.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 28 feb. 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The anatomical measurements of the patient were: minimum diameter of 20.3mm, max diameter of 25.2mm, average diameter of 22.8mm, derived area of 22.8mm, derived perimeter of 23.1mm, area of 408.9mm^2, and perimeter of 72.6mm. A pre-dilation was performed with a 20mm wide x 45mm long non-abbott balloon. The device was successfully implanted at a depth of ncc ~1-2mm and lcc~4-5mm. Post-deployment of the valve, the nose cone of the delivery system got stuck on what appeared to be the bottom struts of the valve on the ncc side. Multiple attempts were made to push the delivery system back into left ventricle. The physician also attempted to snare the nosecone to get it centralized. Additional manipulation and removing tension was done but it was difficult for the physician to move the nose cone past the valve. The valve popped up toward the aorta and a second non-abbott valve was implanted valve-in-valve. After deployment of the second valve, the patients blood pressure crashed. CPR was performed but the patient passed away. The cause of death was noted to be sure to issues with the left ventricle.